Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied on cystic duct during laparoscopic cholecystectomy, issues with the loading or firing of the clips were experienced. Malformed clips were also noted. Another device was opened and used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was partially applied with four clips remaining. A malformed (tear drop) clip was received. The instrument was applied to appropriate test media for functional evaluation. Functionally; the instrument was found to cycle without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handle was released. In addition, when the cartridge was empty, the interlock engaged to prevent the jaws from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur when the clip is pushed back into the shaft allowing the clip apex into the void area above the jaw clip tracks prior to starting the firing cycle leading to a malformed clip. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.